Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok and down arrow keypad buttons reportedly have to be pressed several times for a response. The pt claimed that the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the down/ok/up keypad buttons were intermittently responsive to user input during testing, all keypad buttons sprung back normally when pressed, and there was evidence of adhesive/contamination under all key contacts.